Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck angulation) film evaluation summary: the exact cause of the reported migration leading the proximal type I endoleak, and the residual proximal type I endoleak after implant of the cuff cannot be conclusively determined from the three still angio images provided. Pre-implant anatomy information, films at implant, earlier post-implant films, and additional films during the secondary intervention were not provided for review and comparison. The bifurcate location at implant was unknown. However, the images provided showed that the bifurcate is currently ~ 2 cm below the right renal artery, and that the vessel diameter surrounding the proximal margin of the bifurcate was larger than the bifurcate itself. The aortic neck to the bifurcate main body was highly angulated. It is possible that there had been aortic neck dilatation and/or morphology changes since implant caused by disease progression. The aortic neck dilatation and the high aortic neck angulation may have contributed to the reported bifurcate migration and proximal type I endoleak. It is possible that implanting the endurant cuff in a highly angulated aortic neck may have prevented the cuff to oppose to the aortic neck, which led to the possible residual proximal type I endoleak.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately six years and nine months post index procedure the talent stent graft had migrated and had a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and eight aptus endoanchors as part of the planned procedure. The proximal type I endoleak was reduced by approximately 50% to 60% and the procedure was completed. Per the physician, the cause of the event was due to disease progression. In addition, the physician attributed the persistent type ia endoleak due to the graft not being able to reach the aortic wall due to the migrated position of the talent stent graft. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.